Event description:
A patient reported that they were dizzy and fell down twice due to low blood sugar. Their meter allegedly would only prompt the clean test area message. Pt was unable to test on the meter. Pt checked the batteries and also cleaned the meter. Pt did not seek any medical intervention. There was no comparison. No further information has been reported.